Event description:
During an atrial fibrillation ablation procedure, a farawave catheter was selected for use. While attempting to engage the right inferior pulmonary vein (ripv), the physician noted that the guidewire could not be advanced. Despite multiple attempts to retract and readvance the wire, it would not move in either direction. The farawave catheter and guidewire were fully removed and inspected outside the body, where tissue was observed at the catheter tip. Both the catheter and wire were replaced, and the procedure was completed without further complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.